Manufacturer narrative:
(B)(4)

Event description:
It was reported that "opening a new catheter pack shows that the flexible tip of the guidewire stays in an s-shape and does not stra ighten out completely when retracted into the yellow chamber. I suspect that is what happens inside the catheter and impairs the movement of the guidewire within it." Additional information received states the customer "used a mixture of the other packs for the other 2 attempts." This was found prior to use. Associated MDR numbers include: 3006425876-2026-00095, 3006425876-2026-00025, 3006425876-2026-00032.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "opening a new catheter pack shows that the flexible tip of the guidewire stays in an s-shape and does not straighten out completely when retracted into the yellow chamber. I suspect that is what happens inside the catheter and impairs the movement of the guidewire within it." Additional information received states the customer "used a mixture of the other packs for the other 2 attempts." This was found prior to use. Associated MDR numbers include: 3006425876-2026-00095, 3006425876-2026-00025, 3006425876-2026-00032, and 3006425876-2026-00033.